Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the telemetry mx40 device had a speaker error. The customer indicated that it was unknown how the device was being used when the issue was discovered.

Event description:
The customer reported that the telemetry mx40 device had a speaker error. No adverse event was reported.